Event description:
The customer reported a communication error was displayed. The field engineer responded the error resulted in a system lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with to event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.